Event description:
The customer was hospitalized for hypoglycemia. Prior to the event, the customer was not disconnected during the manual prime. The contact was educated on the importance of being disonnected during the rewind and prime processes. No further details.